Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced a pairing failure between the ilet bionic pancreas and a freestyle libre 3+ sensor, after which the user was guided to restart the pump and rescan, resulting in the ilet entering pairing and instructions to allow up to 30 minutes for pairing. No clinical signs, symptoms, or conditions were reported. Outcomes included resolution of the pairing issue through troubleshooting and education with no health impact. User support included technical support review and guided troubleshooting steps. Investigation of this case revealed a transient connectivity issue between the ilet and the freestyle libre 3+ sensor that was resolved by device restart and rescanning, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user/system interaction and normal device behavior recoverable through standard troubleshooting.